Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2020 with respiratory distress. Echocardiogram, transesophageal echocardiography (tee), and cardiac catheterization was performed. Echocardiogram results showed moderate left ventricular enlargement with normal left ventricular wall thickness. Severely decreased left ventricular systolic function with global hypokinesis but regional variation was noted. The left atrium was dilated. Mildly thickened mitral valve leaflets were observed. The aortic valve was not opening consistently with presence of lvad. The right ventricle was dilated with decreased right ventricular function. The right atrium was dilated. The tricuspid valve was normal with moderate tricuspid regurgitation. The estimated pulmonary arterial systolic pressure was 34 mmhg assuming a right atrial pressure of 8 mmhg. The pulmonic valve was not well visualized. The aortic root was normal in size. No pericardial effusion was observed. Tee results showed the aortic root, ascending aorta, and descending aorta were normal in size. An aneurysm was noted. No atheroma, aortic dissection or intra-aortic balloon pump observed. The left atrium was moderately dilated. There was no thrombus or mass in the left atrium. The interatrial septum was midline. Left atrial appendage appeared normal. Mild mitral regurgitation with centrally directed jet was observed. No aortic regurgitation observed. Right atrial size was normal. Severely decreased left ventricular systolic function with segmental wall motion abnormalities was observed. The interventricular septum appeared midline. The right ventricle was moderately dilated. No thrombus or mass present. Moderately decreased right ventricular function. No pulmonic stenosis or regurgitation was observed. No tricuspid stenosis, but moderate tricuspid regurgitation was observed. The superior and inferior vena cava were normal. Cardiac catheterization results showed normal systemic arterial pressure and suture placed at 51 cm. Patient had a confirmed pump thrombus and pump was not functioning optimally. The pump was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis. (B)(6) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal portion of the dl was returned 24.5¿ in length. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), a flat, red thrombus formation was situated in the lumen of the blood tube. Based on the shape of the thrombus formation, it was likely situted on the rotor prior to disassembly of the device. The darker areas of denaturation on the thrombus indicate that it was present while the pump was supporting the patient; however, the origins of the formation and the amount of time it was present in the pump cannot be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.